Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 days after the dental implant was placed in ada site 4 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 6 days after the dental implant was placed in ada site 4 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).